Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The following physical damage was noted: minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner, missing end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top ring of her reservoir compartment broke off and the reservoir would not lock into place. The patient's blood glucose at the time of incident is unknown. The customer did not know how the damage occurred; she noticed the damage while on vacation. The insulin pump was returned for analysis.